Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The distal set-up joint (suj) was analyzed and the reported complaint was confirmed in the logs, but it could not be replicated.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure that universal surgical manipulator (usm) 1 was stuck. The intuitive tech support engineer (tse) reviewed the system logs, which showed multiple 32100 errors and that the site had disabled the usm. The tse advised the site to do a hard restart, and the error cleared. The site continued with the case. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical inc.(isi) field service engineer (fse) went on site and replaced the universal surgical manipulator (usm)1 outer distal set-up joint (suj) to resolve the issue. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, the analysis is not yet completed. Follow-up MDR will be submitted with the failure analysis findings.